Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 16068n. On 11/24/96, the pt opened the first bottle of test strips from the box and obtained a blood glucose test result of 35 mg/dl. With the rep, the pt obtained a blood glucose result of 25 mg/dl with a test strip from the first bottle out of the box. Because of the lower reading, the rep requested taht the pt open the second bottle of test strips from the same box and perform blood glucose test. With a test strip from the newly opened second bottle, the pt obtained a blood glucose test result of 24 mg/dl. The seal was on both test strip bottles when they were opened. The box is intact and shows no signs of wear. The lid was aligned properly with the test strip bottle. To the pt, it seemed straight (not tilted) upon initial opening. The desiccant is in both test strips bottles. The pt's meter was set to the appropriate code when all tests were performed. The pt does not have normal control solution or a check strip. The pt stores her test strips in her bedroom.

Manufacturer narrative:
Customer's bottle was reported to have been opened on 11/25/96. Use-life date expired on 3/25/97. As of 4/15/97, return product has not been received. Dsi could not confirm complaint based on retention sample test results. No further investigation possible.